Event description:
It was reported that during routine maintenance of the arctic sun device had failed calibration and received an error code 43 (user settings not saved) for the third time, probably the pumps.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during routine maintenance of the arctic sun device had failed calibration and received an error code 43 (user settings not saved) for the third time, probably the pumps.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.